Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2024, it was reported by a sales representative via phone that qty. 2 of an ar-8400obe oval burr had an issue during a shoulder arthroscopy procedure on (B)(6) 2024. When trying to use the first burr, it got stuck in the shaver handpiece and could not be used in the procedure. This occurred outside of the patient, and they were then able to remove the burr from the shaver handpiece. The second burr produced metal debris in the shoulder joint of the patient during its use. The surgeon was able to remove all the metal debris shavings from the joint. At that point, the procedure was completed successfully with no harm to the patient. There was no case delay, and no additional anesthesia was administered. The complaint devices were discarded. This occurred before and during use with no reported patient harm.